Manufacturer narrative:
His event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record identified the following related repair: tech found that the cutter had blunt spots and that it did not pass the sample mesh test. The cutter was returned to the customer and the customer was notified as zimmer biomet does not perform repairs for zgsm accessories. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00977. G2: foreign: australia.

Event description:
It was reported that before surgery, the mesher had a lost screw from the ratchet handle. There was no patient involvement. During evaluation, the cutter had blunt spots and did not pass the sample mesh test. Due diligence is complete, there is no further information available. No adverse events were reported as a result of this malfunction.